Manufacturer narrative:
This report is submitted on september 17, 2019.

Manufacturer narrative:
This report is submitted on may 21, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to poor hearing performance secondary to an electrode tip fold-over. The patient was re-implanted at the same surgery.